Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The device has been received, however, has not been analyzed at this time. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band port leak. The device was explanted and it is unknown if a new device was implanted. Follow-up findings: further information received from the physician notes that the physician observed the leak where the "catheter reservoir goes from wide to narrow. This is where rubbing of fascia results is thinning and a leak." The problem was first observed as "difficulty with maintaining restriction." The physician did not know the style or the serial number of implanted. The physician did not know the style or the serial number of the explanted device at this time.